Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringes are breaking at the rubber plunger and piston. The plunger separates from the rubber piston during aspiration. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: twelve 1ml, 6mm 31g bd glide w/ tbl syringes in opened polybags from batch# 7267960. All samples are decontaminated prior to being evaluated. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: probable root cause for the first device's defect is most likely the broken barrel tip impairment of the cannula, through bending the cannula at two separate points, causing obstruction of airflow during aspiration. Potential root cause for the second device's defect may include insufficient lubricant within the syringe barrel, however, this is unable to be verified due to the state of the sample (plunger rod/stopper immovable)."

Event description:
It was reported that bd ultra-fine¿insulin syringes are breaking at the rubber plunger and piston. The plunger separates from the rubber piston during aspiration. There was no report of exposure, serious injury or medical intervention.